Manufacturer narrative:
Manufacturer's investigation conclusion: there were incidental findings of patient cable rubber housing (sleeve) at the connector was loose, and damaged red battery strap, and crack battery door. The reported event of the rubber housing around the connector on the mobile power unit (mpu) patient cable being loose, the mpu battery door being cracked, and damage to the red battery strap were confirmed. The mpu was evaluated at the european distribution center (edc) and reported events were confirmed via visual inspection of the returned unit. The mpu was functionally tested and found to function as intended during analysis; the observed damage did not affect mpu function. The damaged patient cable, battery door, and red battery strap were replaced. A full functional checkout was then performed and the unit passed all tests. The repaired (B)(6) was returned to the loaner/rental pool. The root cause of the reported events could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 09sep2015. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. G) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mobile power unit (mpu). Heartmate 3 patient handbook and section 10 and heartmate 3 instructions for use section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during the investigation of the mobile power unit (mpu) the rubber encasing from the patient cable was loose and the battery door was damaged.